Event description:
Pt called spontaneously to state received high pressure message before priming pump on two occasions. Pt is able to stop pump and adjust cassettes and get pump to start working. This only occurs with one pump. Will replace pump in case of issue with connection to cassette. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Strength: 5mg/ml. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.